Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was not possible to obtain the serial number of the device, therefore, it was not possible to determine the manufacture date of the device. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the impact of an excessive force during use of the device, probably due to a blow or a fall of the device. The serial number is no longer legible - either the affected device was not reprocessed properly or because of wear and tear due to the age of the device. There are no countermeasures necessary for the suggested phenomenon because the associated risk is acceptable. The manufacturer will monitor the occurrence rate in the context of the utilized quality management system. If necessary, the manufacturer will take action in the future. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid endoscope telescope was broken. It is unknown when the issue occurred. There were no reports of patient harm.